Event description:
It was reported a 6f angio-seal sts plus was used to a seal the right femoral arteriotomy site post left heart catheterization. A pre-deployment femoral angiogram was taken and no blood modifier medication was given. Reportedly, the deployer had difficulties with the sheath/arteriotomy locator. The patient complained of pain at the groin site when the device was cinched. Moments later, a hematoma developed and manual compression was applied. While on the table, the patient used the bed pan. A hematoma reappeared and bleeding continued. Hemostasis was not achieved when the femostop was applied. The patient was transferred to a hospital from an outpatient lab. An ultrasound revealed a 2cm pseudoaneurysm. Manual compression was applied with hemostasis achieved. The physician alleges that up-sizing the device from a 5f sheath may have torn the artery. Reportedly, the patient was not compliant before the procedure and complained of pain. The patient was discharged two days later and was in good condition.

Manufacturer narrative:
No components were returned for analysis and review of the device history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the pseudoaneurysm could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudonaerysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The IFU state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.